Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Analysis was unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low reservoir alarm and black dot due to blank display. The insulin pump was received with stripped battery cap coin slot, minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and a black dot. Blood glucose level at the time of the call was 217 mg/dl. Customer was unable to remove the battery cap. No troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.